Event description:
Caller reported that pump button was not working, and attempts to activate the button and led lights were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to deplete the battery fully before returning the pump and provided a replacement unit, advising on steps for setup and the return process, with the customer acknowledging these instructions.